Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6) clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling. This report was impacted by emdr scheduled maintenance occurring july 22-27, 2026.

Event description:
Healthcare professional reported that a patient was injected in the lips with 1 ml of juvéderm® volift® with lidocaine and 17 days later received retouch injection. Patient presents "boil discharging pus alongside with bilateral edema and tenderness". Later physician reported "patient complained of edema and pain and presented with: right side boil discharging pus alongside with bilateral edema and tenderness. Mass has decreased size after partial drainage of pus, but inflammatory signs stil exist". Physician later reported "right side swelling and pus-containing mass showed further improvement, yet not complete resolution, edema started forming new pus-containing masses, general edema and tenderness are partially improved. Amoxicillin+clavulanate 1 g daily for 14 days was given as treatment, as well as topical antibiotics and acyclovir + reparil, azithromycin 500 mg / d / 5 day. The event is ongoing.